Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient developed a cyst around the screws in the tibial baseplate and was subsequently revised.